Event description:
It was reported that the patient with this brady lead was having premature atrial contraction/complex (pac). The lead sensitivity was programmed to 0.3 milli volts from 0.45 milli volts, paced atrio-ventricular delay (pav) to 220, mode was changed to ddir, and mitral valve prolapse (mvp) was turned off. This lead remains in service. No adverse patient effects were reported.